Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2018 with blood glucose of 250 mg/dl. The customer's current blood glucose is 382 mg/dl. Customer also reported that her blood glucose started with 156 mg/dl and went upto 500 mg/dl. Customer when bolused it was 560 mg/dl. The customer did experience the symptoms such as vomiting, nausea. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.